Event description:
Caller reported a pump malfunction with no notable preceding events, and there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the malfunctioning pump, which displayed malfunction code malf 0 and fault ID 0-0x277d. After resetting, the malfunction did not recur, allowing the customer to continue using the pump as advised, with instructions to contact technical support if the issue reappears.